Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the insulin pump was alarming an unexpected restart alarm. The customer¿s blood glucose level was 400 mg/dl. They did not mention any form of treatment. Troubleshooting was performed. The caller stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. They removed the battery and inserted a new one. The insulin pump alarmed an unexpected restart alarm. The insulin pump will be replaced and returned for analysis.